Event description:
The suture was threaded through the blunt anvil trocar tip as necessary for the procedure when tip was noted to be loose. The tip came out and would not stay in the anvil. The device was removed from the field prior to the procedure and did not reach the patient.